Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the reported issue was not confirmed. Based on the investigation results, a definitive root cause of the reported issue cannot be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope had a b30 communication error. The issue occurred during set up. There were no reports of patient harm.